Manufacturer narrative:
The field service representative (fsr) inspected the instrument and performed multiple troubleshooting procedures including cleaning and replacing multiple parts but was unable to determine a single definitive part the likely cause for the result issue. The alinity c processing module, serial number (B)(6), was considered the likely cause. The instrument service history review for (B)(6) revealed no additional service tickets associated with discrepant/erratic results. There were no additional service or complaint issues on or around the date this complaint was initiated that may have contributed to this issue. A review of tracking and trending for the alinity c processing module did not identify any trends. Review of the manufacturing documentation did not identify any non-conformances associated with the complaint issue. Labeling was reviewed and found to adequately address the issue under review. Based on the investigation, no systemic issue or deficiency of the alinity c processing module for serial (B)(6) was identified.

Event description:
The customer observed falsely decreased sodium results generated on the alinity c processing module for two patients. The alinity c processing module have been getting error ec 3436 (ict reference aspiration check error) and the abbott fsr (field service representative) was troubleshooting the error. The results were not released out of the lab. The customer repeated the samples on two other instruments and normal results were obtained. The following data was provided: customer¿s normal range: 133 to 146 mmol/l sid (B)(6) initial result = 103 mmol/l; repeat result on (B)(6) = 136 mmol/l. Sid (B)(6) initial result = 106 mmol/l; repeat result on (B)(6) = 136 mmol/l. No impact to patient management was reported.

Event description:
The customer observed falsely decreased sodium results generated on the alinity c processing module for two patients. The alinity c processing module have been getting error ec 3436 (ict reference aspiration check error) and the abbott fsr (field service representative) was troubleshooting the error. The results were not released out of the lab. The customer repeated the samples on two other instruments and normal results were obtained. The following data was provided: customer¿s normal range: 133 to 146 mmol/l sid (B)(6) initial result = 103 mmol/l; repeat result on (B)(6)= 136 mmol/l sid (B)(6) initial result = 106 mmol/l; repeat result on(B)(6)= 136 mmol/l no impact to patient management was reported.

Manufacturer narrative:
Section a1 - patient identifier: sid (B)(6) and sid(B)(6). An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.